Manufacturer narrative:
Film evaluation summary: the reported endoanchors fracture could not be confirmed on the films provided. Endoanchors deformation was observed; however, the cause of the event could not conclusively be determined. Procedural angiograms showing the endoanchors ¿ deployment were not available for a thorough assessment of the reported event. Improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier can contribute to endoanchors deformation/ fracture. Images/videos showing the loading attempt and error lights displayed were not available, therefore, the event of "unable to load the endoanchors" and "device display error lights" could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx applier and endoanchors were used prophylactically as an accessory device during an unknown endovascular procedure. It was reported that during the index procedure when deploying an endoanchor, on the second stage of deployment, the endoanchor appeared to break. The endoanchor looked deformed, it appeared to fracture but remained in place in the graft. No remnants of the endoanchor remained in the applier. The endoanchors did not interact with any calcium or metal of the stent graft when trying to deploy. The physician removed the applier from the guide and the applier stopped working and would not load any endoanchor and the lights were flashing. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis there was no deformation evident to the applier. An endoanchor was visible loaded in the housing. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 7.11v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): 0ax05 battery low detection, 0bx08 key pressed and released flags both active, 0cx07drive motor operation time-out, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed, and the endoanchor was deployed. The back light was flashing, and an endoanchor was successfully loaded. The forward light was flashing, and first stage deployment was performed. The endoanchor was successfully deployed, co nfirming the applier functionality. The reported power-up failure and inability to load an endoanchor could not be confirmed through analysis. Battery power depletion was confirmed through error codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.